Event description:
The pump was infusing tpn in the autoramp mode, with an upramp of 1 hour, level rate of "100 cc/hr or 125 cc/hr" (the customer was not sure) for 12 hours, and downramp of 1 hour. The contact person at the account stated that the bag was overfilled by 100-130cc, and would run dry approximately halfway through the downramp phase of the infusion. There was no pt injury resulting from this overinfusion. Lot number 001721, but the actual set which was used is not available for eval. No anti-siphon valve was used with the set. The contact person at the account stated that they had tested the pump at 120ml/hr for 20ml, with three trials, and got 25ml, 25.5ml, and 24.5ml.